Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni thrombectomy device. The manifold, pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. There was blood in the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the stopcock had been removed and an unknown material and cap were placed on the manifold where the stopcock had been. The stopcock was not returned for analysis. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy mode. The device ran within normal range without any errors/alarms from the console; however, there was a leak coming from the hub of the device as the unknown cap was not secure and tight, causing the device to lose aspiration. The device was removed from the console and the unknown material and cap were removed. Then the manifold was microscopically examined and found to be cracked with an unknown foreign material on the outside of the manifold where the stopcock would have been. It was found that the foreign material on the manifold appeared spectrally similar to a cured loctite 3943. The three spectra collected from the foreign material appear to be nearly fully cured.

Event description:
It was reported that insufficient suction occurred. The 70% target lesion was located in the non-tortuous and severely calcified thoracic vein. An angiojet solent omni catheter was advanced for a thrombectomy procedure. During thrombectomy mode, it was noted that the pressure was insufficient and the catheter was fractured at the connection part of y-valve. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that insufficient suction occurred. The 70% target lesion was located in the non-tortuous and severely calcified thoracic vein. An angiojet solent omni catheter was advanced for a thrombectomy procedure. During thrombectomy mode, it was noted that the pressure was insufficient and the catheter was fractured at the connection part of y-valve. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.